Manufacturer narrative:
H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the patients report of adverse effects - pseudoaneurysm and contrast extravasation post arteriovenous fistula creation. A definitive root cause could not be determined based upon the available information. Labeling review: the instructions for use or the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Contraindications ¿ known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. ¿ known allergy or reaction to any drugs/fluids used in this procedure. ¿ known adverse effects to moderate sedation and/or anesthesia. ¿ distance between target artery and vein > 1.5 mm. ¿ target vessels < 2 mm in diameter. Potential adverse events the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. H10: mark s. Zemela, hataka r. Minami, alejandro c. Alvarez, and matthew r. Smeds (2020). Real-world usage of the wavelinq endoavf system. Annals of vascular surgery, 70:116-122. Doi: 10.1016/j.avsg.2020.05.006. H10: g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in journal of ¿annals of vascular surgery¿ titled ¿real-world usage of the wavelinq endoavf system¿ that approximately sometime post procedure, out of thirty-five patients, three patients had contrast extravasation and one patient developed pseudoaneurysm which required surgical intervention. However, the current status of the patient is unknown.

Manufacturer narrative:
As this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Mark s. Zemela, hataka r. Minami, alejandro c. Alvarez, and matthew r. Smeds (2020). Real-world usage of the wavelinq endoavf system. Annals of vascular surgery, 70:116-122. Doi: 10.1016/j.avsg.2020.05.006.

Event description:
It was reported in an article in journal of ¿annals of vascular surgery¿ titled ¿real-world usage of the wavelinq endoavf system¿ that approximately sometime post procedure, out of thirty-five patients, three patients had contrast extravasation and one patient developed pseudoaneurysm which required surgical intervention. However, the current status of the patient is unknown.